Manufacturer narrative:
The device was evaluated and it concluded that the infusion on 11/22 was stopped as a result of the pump shutting down due to a depleted battery. The infusion on line a was restarted but interrupted by an n250 alarm twice before the pump was powered off. The pump performed as expected in alarming the clinician of a low and depleted battery and stopping the infusion when a n252 alarm was raised. The pump also infused as programmed and delivered within the design tolerance.

Event description:
A plum 360¿ infuser reportedly did not deliver dextrose to a patient. At 5:26am, the rrt (rapid response team) was called to 5h for patient's change in mental status, the rn found patient unresponsive to sternal rub, with blood sugar in the 20's. The patient was supposed to be receiving intravenous fluid (ivf)s containing dextrose and blood sugar; at 4am it was 140. At time of rrt, the rn noticed that the IV dextrose was not infusing as pump was displaying an error message. It is unclear exactly how long the patient was not receiving the infusion, but it is believed to have been approximately 60-90 minutes. The alarm/event report details were not clear to the customer. The safety issue was noted on the morning supervisor report. The patient responded immediately to medications, became awake, alert and was in no distress afterwards. The patient was transferred to ICU as a precaution for q1hr blood sugar checks. There is no other information available at this time.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.